Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the jaws would not close. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the stapler would not open when activated. No partial fire was involved. No tissue was being pushed forward and the jaws did not open/release during the firing sequence. No malformed, unformed staples. No exposed blade, no reload stuck to tissue, no missing staples from the staple line and no holes or gaps were observed. No error was reported. Only that the robot stapler would not open, and they had difficulties getting the stapler out of the robotic arm. A white reload was used during the 1st attempted use. A different stapler was used to resolve the issue. No bleeding was observed. No unplanned tissue removal. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws or fire over an existing staple line. Instrument was given to the main robotic supervisor. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The curved-tip stapler 30 instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using blue 30 endowrist reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. There were no available logs depicted for this instrument. The instrument was fully functional. There was no problem detected.